Manufacturer narrative:
Two devices were returned for evaluation one used and one unused. The used device was examined for dimensional conformance and found to be within design tolerance. The blade was rotated and found to spin freely with no friction. The blade was examined visually and no sign of shedding was discovered. However it was observed that the tip had a multitude of axial abrasions. These abrasions appear to be caused by contact with a metal body. The user reports that metal fell out of the device, but the device is intact. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure using a boxed f/r,bl,4.5mm,series 3000 /6 metal shedding were noticed after having performed soft tissue resection. All particulate/debris was removed from the knee using another shaver. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.